Event description:
The customer stated that one patient sample generated a false positive result of 9.37 ng/ml for the architect troponin assay. The result was reported out and questioned by the patient's physician. The patient was then redrawn and a negative result of 0.01 ng/ml was generated from the new sample. The first sample was then retested with a result of 0.02 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Customer complaints were reviewed to determine if others have experienced this issue. The data review did not observe unusual activity for reagent lot 20811un11. Accuracy testing was performed using reagent lot 20811un11 and a panel with a known concentration of troponin. One architect instrument was calibrated and controls were run to validate the run. Six replicates of the panel were tested and the results were evaluated against the specifications. The concentration for the panel was within specification. Based on the evaluation results, no deficiency was identified related to the alleged malfunction reported by the customer. However; the customer was refered to the specimen collection and preparation for analysis section of the architect stat troponin-I package insert, which may be helpful in preventing future occurrences of discrepant results.